Event description:
Approximately 1.5 years ago, a girl burned her cheek while surgeon was using part number 60-19820. (B)(6).

Manufacturer narrative:
Actual device not evaluated because the device is not available to stryker. Evaluation will be conducted and reported in the follow up.